Event description:
Twenty months after the patient's procedure, a de novo lesion within 5mm of the previously implanted stent was found.

Manufacturer narrative:
As reported by the study, this patient presented for elective treatment of a 99% de novo lesion in the bifurcated area of the high lateral branch (hl) pf 10mm in length in a 2.0mm vessel diameter. The (b2) eccentric lesion was tubular, slightly calcified and ostial. The radial approach was chosen for the procedure. The lesion was pre-dilated with a .25x20mm balloon at 16atm before deploying one 2.5x18mm cypher at 8atm for 31-60seconds. Post-dilation with a 2.0x10mm balloon was conducted at 20atm. Timi I and iii flows were recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. Ivus was not conducted. Follow-up was conducted with the patient one year later and he did not describe any symptoms. Eight months later, a de novo lesion was observed at the bifurcated area of left main truck (lmt) to the left circumflex (lcx), which included the proximal edge of the implanted cypher at hl. The de novo lesion was within 5mm of the previously implanted cypher stent. Three months later, percutaneous coronary intervention (pci) was performed on a 58% de novo lesion at the lmt and 45% at lcx before the procedure. To treat the lmt, pre-dilation was conducted with a 3.5x15mm balloon at unknown inflation pressure before deployment of a 3.5x18mm cypher at 20atm. It was unknown if the distal end of this cypher was overlapping with the previously implanted cypher. Post-dilation with a 3.5x15mm balloon was conducted at 12atm. To treat the lcx, pre-dilation was conducted with a 3.0x15mm balloon at unknown inflation pressure before deploying one 3.0x23mm cypher at 12atm by t-stenting formation. Post-dilation was conducted with a 3.0x15mm balloon was conducted at 12atm and also at 20atm, for unspecified reasons. The residual diameter stenosis measured 30%. Timi iii flows were recorded pre and post-procedure. Please not that this product is not distributed in the united states. However, it is similar to the us distributed device. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.